Manufacturer narrative:
The initial reported event was received on 2017-06-13. Of note, the reportable malfunction [pacing problem, connection issue] is normally submitted via a bimonthly medwatch report submission that would have been due on 2017-08-10. Information was subsequently received on 2017-07-13 and revealed pediatric malfunction. As there is new information that reasonably suggests the device has or may have caused or contributed to a pediatric malfunction, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the implantable pulse generator (ipg), the patient presented to the emergency department with bradycardia and associated symptoms. It was also reported ipg exhibited pacing problem and suspected ipg connector default/issue. Immediate system revision was performed with the ipg explanted and replaced. Measurements on associated lead revealed normal values. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Visual examination of the connector noted no anomalies. If information is provided in the future, a supplemental report will be issued.